Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged high blood glucose for more than 90 minutes and self-treated without assistance, with cause unclear. Symptoms included hyperglycemia without diabetic ketoacidosis. Outcomes included no hospitalization and no medical or surgical intervention beyond self-treatment. Investigation included case intake and review of the patient-reported survey. Investigation of this case revealed no device malfunction or component issue identified based on available information, and no device performance problem was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.